Manufacturer narrative:
There was no patient involved in this event. A medtronic representative went to site and performed a system checkout. The rep fastened the plug of the battery monitor board and then the system passed checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of a procedure. It was reported that the system would not boot up after being powered on. There was no patient involved in this event.